Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited an alert due to high out of range shock impedance measurements, measuring greater than 125 ohms on this right ventricular (rv) channel. This rv lead currently remains in service. The plan was to evaluate in patient-initiated interrogation (pii). No adverse patient effects were reported.